Manufacturer narrative:
The device was returned for analysis. Dried saline was present in the luer, on the handle, electrodes, and tip. There was a dent in the proximal shaft approximately 4.1cm distal from the end of the strain relief. Continuity checks were performed manually using a multi-meter and breakout box. The thermocouple/magnetic sensor/ and resistor ID resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed which confirmed that the magnetic sensor measured within specifications. The device tip was placed in 37c de-ionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. De-ionized water was pumped through the device for approximately 30 minutes. The mini electrodes were cleaned with a foam brush tool and dried. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 3.9346 psi, 3.2253 psi, 3.1113 psi. The distal end was measured, starting with 15 psi. Pressure decay values were 0.3060 psi, 0.2464 psi, and 0.2464 psi. The device underwent pre-soak and post-soak hdx testing. Device did not initially connect/recognize when physically connected to the maestro cable. Attempts to resolve were made by rebooting the signal station and maestro and reconnecting the catheter. Eventually the device was recognized, however, upon recognition, the temperature read 55c, and then within a 1-2 minutes eventually the catheter was not recognized again. Device was unable to perform ablations in the pre-soak condition. Soak/irrigate and post-soak hdx testing was not performed in order to preserve device condition for dissection to determine cause of temperature and not recognized observations. Although noise testing was not completed, the presence of a leak (per pressure decay testing) and the inability to recognize the catheter are likely related to the noise complaint from the field. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The leak test was repeated. The proximal and distal sections of the device were separated. The pressure decay starting at 15psi for the proximal end measured 0.4841 psi and 0.4796 psi and for the distal end 0.0120 psi and 0.0093 psi. The device handle was opened. A residue was present on the flex board in the handle. No twists were noted in the thermocouple wires however foreign material was noted wrapped around the two wires in one area in the proximal shaft. Multiple areas of compromised guide coil coating was noted. There was a residue around the thermocouple solder joints on the flex circuit in the handle. The proximal end of the catheter was connected to an air pump and submerged in a water tank. Bubbles were produced from the lumen where the tape ends under the handle strain relief which indicates the location of the leak.

Event description:
Reportable based on device analysis completed on 12-jul-2019. It was reported that there was noise on the recording and rhythmia systems. During an atrial flutter ablation procedure in the left atrium, all the signals became saturated with noise on the recording and rhythmia systems. The noise occurred only during ablation, and the intellanav mifi open-irrigated catheter was removed from the patient due to the noise. They tried switching the cable and that didn't improve the noise. The catheter was replaced with another of the same device and the procedure was completed without any difficulties. There were no complications and the patient was fine. However, device analysis revealed a lumen leak in the proximal shaft under the handle strain relief of the catheter.